Manufacturer narrative:
The specimen was collected in a lithium heparin tube and centrifuged for 3 minutes. The sample appearance was normal. The sample was processed through the closed tube accessing (cta) system an aspirated from the primary collection tube. Qc was within the customer's established ranges. A system check performed in 2009, was within specifications. A field service engineer (fse) was dispatched: a) the fse performed hardware verifications and all testing met published specifications. No hardware findings were noted. No clear root cause could be determined for this event. A malfunction will be assumed for the purpose of this report.

Event description:
Customer obtained elevated troponin (accu tni) results on one patient sample. A) the initial result was 0.84ng/ml and 1.12ng/ml upon repeat. B) the specimen was re-tested on the next day and an accu tni result was 0.03ng/ml. C) the sample was also tested on a different instrument and a result of 0.02ng/ml was obtained. The results were reported out of the lab. No reports of death, injury, or change to patient treatment have been reported in connection with this event.